Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited intermittent capture. A revision procedure was performed where the physician experienced difficulty removing the ra lead from the header another manufacture's device even after removing the header from the device. The ra lead was surgically abandoned. No additional adverse patient effects were reported.